Manufacturer narrative:
(B)(4).

Event description:
It was reported that: tavi procedure, the hub (membrane) of the manta sheath was defected, the doctor tried to insert the manta to the sheath and felt a big resistance. Eventually there was a failure, and the manta didn't close the femoral artery. Additional information: confirmed that there was 1 defective manta and that a covered stent was used.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201483 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.1281%. We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds (B)(4)% as specified in capa00319. Based on the information submitted, following a tavr procedure, an 18f ce manta was planned for closure in the common femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered big resistance attempting to advance the bypass tube into the sheath; and was unable to click and connect the manta closure handle into the sheath hub. The first 18f ce manta device and sheath were removed, and the physician determined to place a covered stent. The patient did not experience any harm, injury, or consequence due to this event. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4)%. The der process will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds (B)(4)% as specified in capa00319.

Event description:
It was reported that: tavi procedure, the hub(membrane) of the manta sheath was defected, the doctor tried to insert the manta to the sheath and felt a big resistance. Eventually there was a failure, and the manta didn't close the femoral artery. Additional information: confirmed that there was 1 defective manta and that a covered stent was used.